Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9, h4. The device was returned to olympus for inspection, and the reported failure of the broken probe was confirmed. The probe broke off at approximately 12 mm from its distal end. A scratch was observed around the broken surface of the probe. Upon inspection of the broken surface, a crack was found to have propagated from the scratch. In addition, the following reportable malfunction was identified during the device evaluation: the tissue pad in the grasping section was severely worn. Based on the results of the investigation, the reported events and identified malfunction are inferred to have occurred through the following mechanism: the output was activated while the grasping section was grasping thick tissue. As a result, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear severely. The grasping section and the probe came into contact due to the wear of the tissue pad. The output was activated while the grasping section was in contact with the probe, resulting in a scratch being generated on the probe. A force applied to activate the output or to grasp tissue caused a crack to propagate from the scratch, triggering a probe damage error. The probe ultimately broke due to the load applied. The event can be detected and prevented by following the instructions for use which state: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ·be sure to perform the preparation and inspection described in this chapter before use. Also, inspect the ancillary equipment to be combined with the sonicbeat instrument according to the instruction manuals for the equipment. Should any irregularity be observed with the sonicbeat instrument, do not use it. Inspect it as described in chapter 8, ¿troubleshooting¿ in the instruction manual for the ultrasonic generator. If the irregularity is still not resolved after troubleshooting, contact olympus. Using the sonicbeat instrument while any irregularity is observed may cause malfunction and may injure the surgeon, surgical staff, and/or patient. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1: (B)(6) medical center; (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during an unspecified therapeutic procedure, the probe tip fell off the instrument. An unspecified error occurred during use in the procedure. The instrument was removed from the patient, and a probe check was performed. The probe was damaged while cleaning the tip during the probe check. The probe tip which fell off outside the body was retrieved. The procedure was completed with a similar device. There were no reports of patient harm.